Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod both the needle and the cannula deployed early. The pod was not worn.

Manufacturer narrative:
The device was received fully deployed. Investigation of the needle mechanism found no damages or defects that could contribute to early deployment of the needle. The needle mechanism was manually reset into its loaded position and functioned as intended with manual rotation of the ratchet gear. The downloaded data shows that the device completed first and second priming sequences before being deactivated at pulse 55. Although no damages were observed that could contribute to early needle deployment, the exact cause of the reported event could not be determined. The adhesive welds were observed to be misaligned. Although the welds were observed to be misaligned, it did not affect the functionality of the device.